Event description:
During a procedure on the left iliac, the stent was 'unsheathed' but would not fully deploy. When the catheter was pulled back toward the sheath, stent deployed in the wrong place in the left common femoral artery, and the catheter came apart at the release system. The stent was surgically removed. No injury to the pt reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.